Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was unknown. Customer states that they had inserted new batteries but the pump just goes off. The pump was completely dead and does not respond when changing batteries. Customer also stated that she has lost 3 sensors that only lasted 2 days and goes directly to change sensor. Customer called from medtronic offices - sensors and the pump was replaced for her. The customer was advised to replace. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing.